Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. As the customer did not have additional cartridges available during the time of the call, the customer indicated manual injections would be used. Although requested, no further information regarding this event was provided.